Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event. It was reported via phone call that the weight has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 450 mg/dl at the time of incident. Customer did not mention any symptoms related to high blood glucose level. Customer stated that insulin pump turned off without warning. Customer stated battery cap was neither damaged nor corroded. Customer also reported that the insulin pump passed the self test. The insulin pump will not be returned for analysis.